Event description:
I had a hernia surgery (inguinal hernia - left side) and a surgical mesh was used to help repair the hernia. I have had pain right under the surgical site since a few weeks after surgery. I continue to experience pain at the surgical site and I am concerned there might be an issue with the mesh that was installed.